Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and non-calcified cephalic vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. However, during the first inflation at 8 atmospheres for 40 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.